Event description:
The customer called and reported the buttons stopped working on the insulin pump and a battery out limit alarm would could not be cleared. Leading to the keypad issues, the insulin pump may have been exposed to perspiration. Customer's blood glucose was 212 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. It was not possible to verify battery out limit alarm, due to no button response.the insulin pump was also received with a cracked reservoir tube lip, minor scratches on the lcd window, a scratched case, scratched reservoir tube window, a broken belt clip slot and cracked battery tube threads.